Event description:
It was reported that the customer experienced low blood glucose (bg) level of 29 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer consumed chocolate milk and gave nasal glucagon to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended. Reportedly, the customer requested and approved multiple large user boluses shortly after an automatic bolus was delivered by the control iq software, these actions were followed by the low bg event. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." H3 other text : device not returned.